Manufacturer narrative:
UDI: (B)(4). The investigation is in progress a supplemental report will be submitted.

Event description:
It was reported through the edwards implant patient registry that this patient with a 23mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 2 months and 10 days due to unknown reasons. A 21mm surgical valve was implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, f10, and h6. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the cause for the aortic dissection cannot be determined; however, procedural factors and patient factors, (pre-existing type b dissection) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the implant patient registry that this patient with a 23mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 2 months and 10 days due to aortic dissection. A 21mm surgical valve was implanted.   Per the medical records, the patient had an acute type a aortic dissection s/p tavr.  The patient also had a chronic type b dissection for which tevar was simultaneously done. The patient underwent explant of the sapien 3 valve with hemiarch replacement, and bentall procedure using a 21mm edwards surgical valve with dacron graft as a root replacement.